Manufacturer narrative:
UDI: (B)(4). The two mountaineer 3.5x16mm favored angle screws (product code: 1883-18-316, lot number: atbpng) were returned to the complaints handling unit (chu). The screws both featured a saddle that had been both forced upward into and rotated in the tulip head. Both saddles feature some superficial surface markings in the form of scratches and nicks to their surface, especially around the edge of their inner diameter wall. There is some minor wear to both screws¿ drive feature. No other damage to the screws was found. Exerting a significant amount of force on the tulip head, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another. Notably, the notches and marks on the saddles appear to have been caused by the associated screwdriver, plus the small amount of wear to the drive feature in each screw head. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle ¿ potentially the furthest it could rotate to ¿ resulting in the saddle being dislodged from its intended location and forcing it up into the tulip head. Based on the complaint description, this may have overlapped with the difficulty to remove the driver from the screws. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddles shifting upward in the tulip heads cannot be determined from the samples and the information provided. A potential root cause may be excessive force inadvertently placed on the saddles during use, causing it to become dislodged from their intended position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw would not disengage from the screw inserter. The screw was removed from patient and replaced with a different screw.